Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed and auto shut down during therapy (dose, programmed amount and delivery rate unknown). The problem was found during furosemide infusion at the patient room. There was no known patient injury or medical intervention associated with this event. No additional information is available.